Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported during a da vinci assisted prostatectomy surgical procedure, that the maryland bipolar forceps had a wrist metal cable broken. The procedure was completed with no reported injury.